Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level.